Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal right coronary artery with heavy calcification, a balance middleweight (bmw) guide wire was advanced and pre-dilatation was performed with a 2.0 x 12 rx trek dilatation catheter; 2 inflations at 10 atmospheres (atms). A 2.75 x 15 rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn from the patient anatomy and a non-abbott guide catheter extension was advanced. The 2.75 x 15 rx xience xpedition sds was re-advanced without resistance and successfully crossed the lesion. The sds was pulled back slightly to re-position it in the target lesion; however, some resistance was felt. The non-abbott guide catheter extension was pulled back when it was noted that the sds balloon markers could be seen on angiography inside of the non-abbott guide catheter extension; the stent had dislodged from the balloon in the proximal rca. The non-abbott guide catheter extension and sds were withdrawn from the patient anatomy as a single unit. A 1.2 x 8 rx mini trek dilatation catheter was advanced past the dislodged stent and inflated to 12 atms. An attempt was made to pull the inflated balloon through the dislodged stent, to pull the stent back into the target lesion; however, was unsuccessful. The 1.2 x 8 rx mini trek was deflated and withdrawn from the patient anatomy. Reportedly, guide wire access was lost. A new bmw guide wire was used to re-wire and a 2.75 x 20 nc trek dilatation catheter was advanced and inflated at 16 atms to crush the stent to the vessel wall.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: several more unspecified balloon catheters were used for additional dilatation of the target lesion. A 2.75 x 33 rx xience xpedition sds was advanced and deployed to cover the crushed stent and treat the target lesion in the proximal rca. There was no adverse patient sequelae. There was a reported clinically significant delay in the procedure due to the additional intervention required. No additional information was provided. Concomitant medical devices: guide wire: balance middleweight; guide cath: jr4 cordis 6f; other: guideliner (6f). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.